Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information. The foxcross pta catheter (lot #579449) is being filed under medwatch report number 9710478-2009-00051.

Event description:
Device malfunction #2: balloon rupture. Time of malfunction/ae: during the procedure. Symptoms/ae: vessel perforation, intervention with non abbott stent. It was reported that during an interventional procedure in the heavily calcified left superficial artery, using a right femoral approach, while at the target lesion, the foxcross balloon (device #1) ruptured during the first inflation at 14 atmospheres. The balloon was removed and angiographic images confirmed there was no vessel damage. A fox plus (device #2) was then advanced to the target lesion and ruptured during the first inflation at an unspecified atmosphere. A vessel perforation was noted. The perforation was treated with a non-abbott covered stent. Post dilatation was completed with a non-abbott balloon. There was no pt sequela. Though requested, no additional info was provided.